Event description:
It was reported the cath lab had problems with this unit on two occasions, with two separate patients. There was no output at maximum settings. They stated the "pacer spikes disappeared," and capture was lost. No patient complications were reported as a result of this event. The model 5433v was returned with the epg (external pulse generator) and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number, the manufacturing date cannot be determined for the model 5433v. Evaluation summary: (B)(4): analysis could not confirm the reported event. The upper and lower cases and side bail covers were found to be broken. Visual inspection of the cable found one of the fasteners to be broken.

Event description:
It was reported the cath lab had problems with this unit on two occasions, with two separate patients. There was no output at maximum settings. They stated the "pacer spikes disappeared," and capture was lost. No patient complications were reported as a result of this event.